Event description:
It was reported that since implant a patient didn¿t go to the bathroom a lot during the day, but was up five to ten times per night to use the bathroom. She had a loss of therapeutic effect and no stimulation sensation. The patient wasn¿t getting the sensation to go in time at night. For the last couple of weeks prior to (B)(6) 2014, each night the patient felt she had less and less time to make it to the bathroom. She felt she was getting symptom relief during the day but would like more coverage at night. The patient¿s device had been on program 4 at 1.9 and was increased to 2.2, where the patient could feel stimulation comfortably. Six weeks later, the patient reported that in the past week her symptoms seemed to be getting worse and she had no stimulation sensation. She was having problems going so much throughout the night. She hadn¿t felt stimulation in the past four months. The patient was currently on program 4 at 2.2 and stated she had never changed her program setting. She got the low patient programmer battery indicator and changed the batteries. The patient changed to program 3 at 0.4. Three days later, the patient reported that the prior night was worse than five nights ago, and it would hardly wait for her to get to the bathroom. She started going before she could get up to go to the bathroom. She wanted to do whatever she needed to do in order to ensure she wasn¿t getting up eight to ten times at night. The patient hardly went at all during the day, maybe three to four times, and went too much at night, which had been occurring for quite a while. She got up and down so much that she didn¿t get any rest and she was so tired. The patient¿s going to the bathroom at night had ¿gotten up to the high number¿ in the last month, and before it wasn¿t that bad, she had warning, and she could get to the bathroom in plenty of time. The patient didn¿t feel any stimulation sensation, she synched with the implantable neurostimulator (ins), increased to 1.0, and felt something towards her buttocks about three inches over, but it didn¿t feel like a ¿zig-zag feeling¿ like it was in the very beginning and it wasn¿t a fluttering feeling. It was reviewed with the patient how to change from program 3 to program 2. She increased stimulation and could feel some stimulation sensation more towards the back which was comfortable for her. About four months later, the patient was having trouble feeling stimulation and went to her healthcare professional¿s office. They c hanged the program and she felt stimulation. All the way home it was hurting by the patient¿s tailbone and it was noted that she had a cracked tailbone. It felt like she had to go to the bathroom, and when she got home she lowered it down to 1 but hadn¿t felt stimulation. The patient had been having trouble at night when she woke up to go to the bathroom. For the last four days, as soon as her feet hit the ground, she started going to the bathroom. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that she was getting up 6-8 time a night and was doing fine during the day. She did not feel stim and therapy was on. She had instructed to keep a voiding diary. She was directed by healthcare provider (hcp) to call manufacturer to help her change the settings. It was noted that the stim was on and she was on program 1 at .2v during the call. She increased amplitude to 2.7v and felt stim in the correct area. Two weeks later, the patient further reported that the adjustment that was made helped some but she still has to eligible it. She still got up 5-6 times a night. She wished it was a little better but she could not cut down on water intake because it effected proper empty of her bladder. Patient also stated that she had a fall after she saw one of her healthcare provider (hcp) for interstim around two years ago. Patient stated since implant if she has stim up high enough to feel it, stim hurts her tail bone. She had a cracked tail bone. She was up every hour going to the bathroom a night prior to this call. She had changed to program 2 today and felt pain in her tail bone initially at 2.2, she then decreased stim to 2.1 and stated feeling relief. She was feeling stim on the day of this call. Patient stated she does not currently have a managing hcp for therapy. Her implant hcp did not know anything about the device. The change in symptom was considered gradual.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0fg25, implanted: (B)(6) 2014, product type: lead. (B)(4).